Event description:
It was reported that during an unknown procedure, the device did not work. Additional information provided stating the shear broke away from the handpiece near the end of the case as the stud broke. There was no reported pt consequence.